Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure of the leadless implantable pulse generator (ipg), the parameters were within normal limits when initially implanted. However, when the physician proceeded with an atrio-ventricular node ablation, high pacing thresholds were observed. The ipg was explanted using a snare and replaced. No patient complications have been reported as a result of this event.